Manufacturer narrative:
C-1628 initial report. This initial report is being submitted now as it was erroneously submitted as a follow up report in error. This case was submitted as a result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, all parts associated with these records conformed to material and dimensional specification. Upon receipt of the device at corin UK signs of damage were apparent on the metal shaft of the device which should not have been obtained through normal use of the instrument. This could have contributed to the failure of the device. Following feedback from the field, corin have initiated a project to research a new design for the trinity std introducer/impactor handle. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The trinity std introducer/impactor handle would not disengage from the cup after impaction.